Event description:
It was reported that a tear was observed in a prismaflex 5l effluent bag and the bag leaked during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.